Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead displayed high out of range impedance measurements of 1560 ohms and threshold measurements increased from 1 volt (v) to 2.5 v. This lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.